Manufacturer narrative:
Additional procodes: kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The device history record (DHR) of product code 199723545s, lot 215931 was reviewed and no non-conformances were observed during the manufacturing process. The product was released on october 3, 2018. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed since the distal tip of the screw had broken off. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that in a post-surgery MRI, that the expedium verse screw was broken in the tip. The tip is located inside the vertebral body, currently without problems for the patient. The patient was initially treated for adolescent idiopathic scoliosis - deformity. There is no plan for revision surgery. This report is for a 5.5 expedium verse fenestrated screw. This is report 1 of 1 for (B)(4).